Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episodes due to noisy signals from electrocautery during a surgical procedure. This resulted in the respiration rate feature (rrt) being automatically disabled. Boston scientific technical services (ts) was consulted and upon review, pacing inhibition greater than two seconds was also observed. Technical services provided the healthcare professional with programming options. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episodes due to noisy signals from electrocautery during a surgical procedure. This resulted in the respiration rate feature (rrt) being automatically disabled. Boston scientific technical services (ts) was consulted and upon review, pacing inhibition greater than two seconds was also observed. Technical services provided the healthcare professional with programming options. No additional adverse patient effects were reported. At this time, this device system remains in service.further information was received that this device exhibited far field oversensing and a decrease in pace impedance measurements on the right atrial (ra) lead. This measurements are still within range. Ts recommended to continue to monitor. No adverse patient effects were reported. This device remains in service.